Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection and functional testing were performed. No leaks were detected during the evaluation. Therefore, the reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an extension set leaked from the bottom of the device before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.